Event description:
In the middle of scanning this patient, the scanner stopped mid-scan and would not come back on. Approximately, half of the chest was scanned and the patient received 117cc of omnipaque 350. The patient was rescanned with 90cc visipaque 320. Images from both scanners were sent to pacs.